Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer observed sensor electrode was missing. The customer's blood glucose level was unknown at the time of incident. The customer stated that the electrode was retained by the needle during the insertion. The sensor will not be returned for analysis.